Event description:
It was reported a radiolabeled indium dye study was performed. The test revealed the dye was not getting to the right areas. No patient symptoms were reported. Additional information has been requested, but was not available on the date of this report.

Manufacturer narrative:
See scanned page.